Event description:
Duotube inserted, after insertion and the tube feed started. The tube leaked from the part that was outside of the pt -87cm-. The wire had not been removed from the tube until after the tube was in place. Duotube removed and a new one was placed. No harm to pt.